Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. Investigation results: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock. We have received one open cassette. Thread on sample received is broken inside the cassette and it is not useful. Thread was most likely tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard, however, based on the condition of the received product, this can not be confirmed. Final conclusion: the cassette received does not fulfil specification; however, root cause can not be determined. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that the thread is tangled and broken in the cassette.